Event description:
Boston scientific received information that this pacemaker oversensed noise on this ventricular lead which resulted in pacing inhibition. The patient had reported having dizzy spells. Impedances and thresholds were normal and had been consistent. The lead was surgically abandoned and a new lead was successfully implanted. The device was electively explanted for normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.